Event description:
After placement of the ultrasound catheter into the patient, there was an error when connecting to the ep system. The catheter was removed and replaced without incident or harm to the patient. No further details on the error are available.